Manufacturer narrative:
Corrected: date of event. Initial report had incorrect date of (B)(6) 2017, the correct date is (B)(6) 2017. Corrected describe event or problem. Changed (B)(6) 2017 to (B)(6) 2017.

Event description:
(B)(4) 2017.

Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
Patient had a revision knee surgery in (B)(6) 2017. The revised tibial insert also disassociated and required an additional revision, (B)(6)2017.